Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer was informed by cts to replace the pump, and a replacement pump was sent, which includes updated software. Caller was advised on the steps to take when receiving the new pump and how to return the problematic pump within 10 days. The customer was also advised to use the current pump or mdi as backup therapy.